Manufacturer narrative:
H.6 investigation summary material #: 367228, lot/batch #: 2180217. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta 5.4mg that collection tubes pop off during specimen collection. The following information was provided by the initial reporter outpatient blood collection personnel found that disposable vacuum blood collection tubes (the purple head is the most serious) often popped out during the specimen collection process, and the needle had to be reinserted into the test tube and fixed by hand all the time, which brought inconvenience to the blood collection work.